Event description:
Asku

Event description:
The patient reported that the carelink monitor had no power. A new power cord is being mailed to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report. Further review prompted a change in the device analysis results.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that the monitor has been returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.